Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled "original article endoscopic full-thickness resection for gastric submucosal tumors: japanese multicenter prospective study." Early gastric cancer endoscopic resection (ER) is prominent in japan. However, evidence regarding ER of gastric submucosal tumors (smt) is limited. This prospective multicenter phase ii study investigated the efficacy and safety of endoscopic full-thickness resection (eftrf)o r gastric smt. Type of adverse events/number of patients/interventions. Event1: delayed perforation (1 case- clavien¿ dindo grade iiia). This was swiftly managed with endoscopic intervention. Event2: intraprocedural hemorrhage (number of occurrences not stated). These were managed via endoscopic forceps coagulation; no case required blood transfusion.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The event date was reported as the publication date of the literature. This report is related to (B)(6).